Event description:
The manufacturers representative reported the patient had been experiencing pruritis. Since january 2006, there have been regular dose increases. The last one was from 6mg/day to 7mg/day of morphine 30mg/ml. A reservoir volume discrepancy was reported expected 4cc and actual 11cc. The hcp decided to turn the pump off.